Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found no damage. The device was able to power on under battery power. When powered on all display segments lit up and were stable. The device was able to obtain readings and alarm conditions were audible and visual under alarm conditions. Internal inspection found contamination on the instrument board and keypad flex cable pins. The customer complaint was not duplicated.

Event description:
The customer reported a segment in the display is missing. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported a segment in the display is missing. No patient impact or consequences were reported.